Event description:
It was reported that the patient's right hip was revised due to loosening of the cement mantle for an exeter stem due to failure of the cement to interdigitate with the patient's poor quality bone (rep confirmed there was no fracture of the bone or any implants). This led to stem subsidence. An exeter stem, ceramic head, and 36e 0° insert were revised to a restoration modular stem construct with cables and sleeves, another ceramic head, and another 36e 0° insert. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding revision due to loosening involving a simplex cement mix was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there have been 01 other similar events for the lot referenced. The lot commonality relates to the same event and therefore a trend request is not required. Conclusions: it was reported that the patient was revised due to stem loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.